Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to blood glucose. The customer continued to use the pump for insulin therapy. Reportedly, customer declined troubleshooting and declined to provide any further details.